Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to moisture damage to the force sensor resistor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display window noted during visual inspection.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 0 mg/dl and the customer was in a diabetic coma when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.